Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (1000 mcg/ml at 75 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had a loss of therapy and the pump was flipping. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient was in a wheelchair. The patient was taken to surgery for pump replacement and catheter revision. The pump was replaced; the pocket revised; the pump segment of the catheter was removed; and the spinal segment of the catheter was partially explanted. The issue was noted to be resolved.